Event description:
It was reported that when the device was used during a laparoscopic nephrectomy procedure, it did not cut or staple. The case was completed by converting to an open procedure. There were no further consequences to the patient.